Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button was sticky. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Customer stated insulin pump had no delivery alarms, low battery alert, insulin was squirting out, rewind takes more than once, also insulin pump had scratches which affect ability to read the screen, insulin pump was exposed to x ray. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.